Event description:
This report is being filed after the subsequent review of the following literature article, "single screw-rod anterior instrumentation for thoracolumbar burst fractures with incomplete neurological deficit." Sharma, s., et. Al. Journal of orthopaedic surgery 2013;21(1):71-6. A study was approved by the ethics committee of a hospital between january 2006 and july 2010. 104 patients presenting to a hospital with thoracolumbar (t10 to l2) fractures were prospectively studied after being placed with a single screw-rod construct. 16 men and 5 women aged 22 to 55 (mean, 34) years underwent single screw-rod anterior instrumentation for thoracolumbar burst fractures with incomplete neurological deficit with single screw-rod construct. Single 7mm or 8mm uss (universal spine system, synthes) screws were placed in the vertebral body immediately above and below the corpectomy site. One patient had severe back pain and was referred to a pain management clinic. This is report 1 of 1 for (B)(4). This report is for an unknown single screw-rod construct. Single 7mm or 8mm uss.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Single screw-rod anterior instrumentation for thoracolumbar burst fractures with incomplete neurological deficit. Sharma, s., et. Al. Journal of orthopaedic surgery 2013;21(1):71-6. This report is for unknown 7mm or 8mm uss screw/unknown quantity/unknown lot. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.